Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly experienced electrode migration and a cholesteatoma. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's device was reportedly discarded and will not return for analysis.